Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse ran quality controls, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any issue with the sample or reagent level sense for the initial or repeat results. The cause of the discordant, falsely low estradiol result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low estradiol (e2) result was obtained on one patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was repeated once on the same instrument and twice on an alternate immulite 2000 instrument, resulting higher than the initial results. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to discordant, falsely low estradiol result.